Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, no insulin was seen exiting the infusion set tubing. The customer reported that this issue was due to the cartridges. There was no reported impact to blood glucose. Troubleshooting could not be performed as the event occurred in the past.